Manufacturer narrative:
The sureform 60 reload used during this event is not available for return for evaluation. The universal surgical manipulator (usm) the surgeon typically uses the stapler with was returned to intuitive surgical, inc. (Isi) to rule out causation. The usm passed an in-house stapler test and there was no trouble related to the reported event found. An advanced stapler log review shows the instrument was installed on the system 7 times and fired 6 reloads (6 white). On install 1, a white reload was loaded, however no clamping or firing was attempted. On install 2, the user was prompted to manually select the reload color, due to not firing on the previous install. The white reload was selected, the first clamp was successful, and the firing was completed with no pauses for compression. On install 3, the first clamp was aborted by the user. The next 2 clamps were successful, and the firing was completed with 1 pause for compression. On installs 4-7, all clamp attempts were successfully completed, and each firing was completed with no pauses for compression. The last firing was comparative in peak clamping and firing forces to other installs in the procedure. The instrument was then removed and not used in the procedure again. There were no errors in the system logs pertaining to the use of this stapler. Logs are attached. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci assisted roux-en-y, the patient experienced bleeding believed to be originating from the jejunojejunal anastomosis and is associated with the last sureform 60 instrument fire of the procedure. The procedure was completed robotically.